Event description:
It was reported that while the shaping mandrel was being inserted into the device for steam shaping, the distal tip of the device detached. There was no patient involvement.

Event description:
It was reported that while the shaping mandrel was being inserted into the device for steam shaping, the distal tip of the device detached. There was no patient involvement.

Manufacturer narrative:
A device history record review confirmed that the device met all material, assembly and performance specifications. Visual inspection of the returned device found that the distal tip was detached 153.4cm from the proximal end. No other anomalies were noted. The risk of the device being damaged during steam shaping is noted within the directions for use: ''do not position microcatheter closer than 2.54cm (1in) from the steam source. Damage to the microcatheter may result.'' Based on the investigation, it was determined that handling of the device was the most likely cause of the reported tip detachment.